Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
This was our second mics for the case because the first one had a bolt that sheared off. We re-registered the robot and then went to make our final 2 cuts. It had a hard time working. We kept having to go out of the cutting screen and back in (re-capturing checkpoint and blade each time). It would cut for a little bit and then stop working. Eventually it just wouldn¿t work at all. We then switched it out for our 3rd mics of the case. These mics are pieces of crap and something needs to be addressed by the company to get it resolved. Case type: tka. Surgical delay - 16-30 minutes.

Event description:
This was our second mics for the case because the first one had a bolt that sheared off. We re-registered the robot and then went to make our final 2 cuts. It had a hard time working. We kept having to go out of the cutting screen and back in (re-capturing checkpoint and blade each time). It would cut for a little bit and then stop working. Eventually it just wouldn¿t work at all. We then switched it out for our 3rd mics of the case. These mics are pieces of crap and something needs to be addressed by the company to get it resolved. Case type: tka. Surgical delay - 16-30 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that this was our second mics for the case because the first one had a bolt that sheared off. We re-registered the robot and then went to make our final 2 cuts. It had a hard time working. We kept having to go out of the cutting screen and back in (re-capturing checkpoint and blade each time). It would cut for a little bit and then stop working. Eventually it just wouldn¿t work at all. We then switched it out for our 3rd mics of the case. These mics are pieces of crap and something needs to be addressed by the company to get it resolved. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0as7 and all (B)(4) devices were accepted into final stock on 02/08/2018. No non- conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42040118 shows 09 additional complaints related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc (B)(4) and CAPA 1450904 are associated with the failure mode reported in this event. H3 other text : device not returned.